Manufacturer narrative:
Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Patient demographics unable to be obtained. One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. As received, the balloon the balloon was found to be ruptured at central area. The balloon edges did not appear to match at the ruptured region. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter (see specification table)". No other visible damage was observed from the catheter body and windings. Through lumen was patent without any leakage or occlusion.

Event description:
As reported, during the test of this fogarty embolectomy catheter, the balloon burst. There was no allegation of patient injury. The device was available for evaluation. Patient demographics unable to be obtained. As per evaluation findings, the balloon was found to be ruptured at the central area. Balloon edges did not appear to match at the ruptured region.

Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (impact code). H6 (component code), h6 (investigation findings) and h6 (investigations conclusions). The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect. As part of the manufacturing process a 100% of the units go through balloon and winding inspection.